Event description:
The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the time was incorrect which would have affected the basal rates. The insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.